Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during the treatment to occlusion at the middle cerebral artery (mca), segment m1, the physician was unable to remove a 132cm large bore 71 catheter (ic71132ug, lot unknown) from an emboguard 87, 95 cm (bg8795u, 0000159989) after the first pass of aspiration. The large bore catheter (lbc) was stripped apart upon removal from emboguard catheter. The surgery was delayed for 5-10 minutes. The lbc had to be forcibly removed from emboguard (eg) and ended up shredding apart. The procedure was not successfully completed. There were fragments generated but not inside the patient. Additional information received indicated that the device was outside of the patient when lbc was stripped apart. The resistance was felt at the distal tip of lbc unfurled. The device was not able to be torque. There was no evidence of physical material within the device. There was no issue getting the lbc through eg but an issue pulling back out. The emboguard kinked upon removal. The procedural delay was clinically significant because the patient had to be intubated. Type 1 aortic arch, tortuous internal carotid artery (ica). One picture was attached to the complaint file in which the large bore catheter was seen, it was noted that the catheter is separated into two pieces in the middle body. Multiple rounded damage conditions that cannot be further clarified due to the distance from which the picture was taken, were noted along the middle-distal body of the device. Also, the device was noted to have some kinked conditions along its entire length. The picture was reviewed by r&d team, the assessment reads as follows: r&d review: it is noticeable that the emboguard has been kinked in several places, and it is likely that those kinks were transposed onto the embovac product. From the complaint description, the device was able to reach the target site, however, upon removal, the catheter was stripped into multiple segments. It is possible that the cause of this device fragmenting into a couple of places are the kinks seen on the emboguard device, particularly the kink mid-shaft. A non-sterile 132cm large bore 71 catheter was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the device is returned separated into two pieces. The presence of hydrophilic coating was confirmed. Both pieces of the device were noted severely damaged in multiple sections. Multiple kinked conditions were found along the proximal fragment of the device. Further inspection was performed under a microscope, and it was found that the braided mesh was exposed in multiple sections of the distal half of the device; the plastic layer was noted to have elongation marks where the internal braid mesh is exposed. The internal braided mesh was noted to be severely stretched and as a result of the severity, the device was separated in two. The several damages found in the device are the result of the use of excessive force applied to the device during the removal from the emborguard since the event states that "the device had to be forcibly removed from emboguard". It was also reported that the separation of the device appeared when the device was outside of the patient however, the issue documented regarding a device separation was confirmed. Despite the severity of the damages, there is no indication that the issues reported in the complaint are a result of a defect inherently related to the device. According to the investigation associated to the eg catheter, the most proximal kink on the returned eg is associated with the complaint event and may have caused the lbc to be forcibly removed, resulting on the several damages observed. The issue documented regarding the inability to remove the lbc could not be evaluated through functional testing due to the damages present on the device, however, the ¿stripped¿ appearance of the distal fragment is known to be the result of such difficulty. The kink damages observed are not considered to be related to the event reported and may be the result of the post-operative handling or shipping/transportation process as these damages were not originally reported in the complaint. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contain the following precautions: ¿ exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). One picture was attached to the complaint file in which the large bore catheter was seen, it was noted that the catheter is separated into two pieces in the middle body. Multiple rounded damage conditions that cannot be further clarified due to the distance from which the picture was taken, were noted along the middle-distal body of the device. Also, the device was noted to have some kinked conditions along its entire length. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. It is noticeable that the emboguard has been kinked in several places, and it is likely that those kinks were transposed onto the embovac product. From the complaint description, the device was able to reach the target site, however, upon removal, the catheter was stripped into multiple segments. I believe the cause of this device fragmenting into a couple of places are the kinks seen on the emboguard device, particularly the kink mid-shaft. I suggest that once both products are received (emboguard and emovac) we can discuss some dimensions to check and lengths, to see if we can correlate the kinks on the emboguard with the kinks on the emovac. Although a functional analysis cannot be performed the multiple damages noted may be the result of the impeded condition felt during the procedure, based on this both allegations were able to be confirmed since a separation in the device was also noted. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during the treatment to occlusion at the middle cerebral artery (mca), segment m1, the physician was unable to remove a 132cm large bore 71 catheter (ic71132ug, lot unknown) from an emboguard 87, 95 cm (bg8795u, 0000159989) after the first pass of aspiration. The large bore catheter (lbc) was stripped apart upon removal from emboguard catheter. The surgery was delayed for 5-10 minutes. The lbc had to be forcibly removed from emboguard (eg) and ended up shredding apart. The procedure was not successfully completed. There were fragments generated but not inside the patient. Additional information received indicated that the device was outside of the patient when lbc was stripped apart. The resistance was felt at the distal tip of lbc unfurled. The device was not able to be torque. There was no evidence of physical material within the device. There was no issue getting the lbc through eg but an issue pulling back out. The emboguard kinked upon removal. The procedural delay was clinically significant because the patient had to be intubated (pending further clarification). Type 1 aortic arch, tortuous internal carotid artery (ica).